Event description:
A lifecor sales representative contacted lifecor customer support to report that one of the electrode belts he had in his inventory wouldn't screw onto the monitor. Support asked the sales rep. To examine the pins inside the connector to see if any were damaged. The sales rep. Reported that he didn't think any were damaged. A replacement electrode belt was provided.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the belt connector not screwing on to the monitor was bent pins within the electrode belt connector. The pins were bent in a swirl type pattern. The root cause of the bent pins cannot be positively identified. However, the most likely cause is improper use, in that the connectors were forced together in a twisting motion, rather than aligning the connectors as described in the device labeling. The damaged connector will be replaced. No adverse event resulted from the bent pins. The electrode belt was not being used by a patient.